Manufacturer narrative:
The service engineer on site determined that the reported symptom was due to the not properly seated piston diaphragm which led to a hole in the diaphragm. This was confirmed during analysis of the device log. It was not possible to generate a sufficient vacuum pressure. In the event of a loss of vacuum pressure inside the piston the device alarms reinstall ventilator. Automatic ventilation might be restricted but manual ventilation and monitoring functions are not affected. The reported ventilator shutdown could not be confirmed by means of the log entries.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The patient was moved to a different or so the case could be completed with a different machine and there was no patient injury reported.